Manufacturer narrative:
The hill-rom technician found the beds right siderail nurse controls were not operating. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2007-2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the nurse control switch panel to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the right siderail nurse controls were not operating. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).